Event description:
Drive devilbiss was notified of an incident involving a power chair by distributor, who reported receiving a complaint from an end user that while the end user seated on the unit and reaching to put something in the refrigerator, the unit tipped over. She was taken by ambulance to the hospital, broke her hip in 3 places and had surgery. The unit was returned to drive for evaluation, where it was determined to be working as intended, with no apparent defect. The owner's manual specifically warns as follows: "do not stretch your body out on the scooter. Such action may cause you to lose your balance or be injured."